Event description:
It was reported that during preparation for a pci procedure, foreign material was found adhered to the end of the quantum maverick monorail balloon catheter. This device was never used on the patient, and the procedure was completed with another of the same devices.

Manufacturer narrative:
Product has been returned, however the investigation is not complete at this time. A supplemental report will be filed when the investigation is complete.